Event description:
Customers family member alleges device has been giving high blood glucose readings. Customer received a 9:13 am blood glucose reading = "hi:. Customer dosed with 13 units lantus and 8 units novolin. 10:15am blood glucose reading = 330mg/dl. 10:20am blood glucose reading = 176mg/dl. Customer felt sick. Began to cry and lay down on couch. Within minutes, customer began to seize. Customer's family memeber administered cranberry juice and called paramedics. Hospital blood glucose reading = 40mg/dl. Customer was given an IV and monitoted. Potassium was administered after customer began to vomit. At 6:00pm customer was transported to hospital and admitted for 2 days. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.